Event description:
It was reported that the patient had no stimulation sensation for about 10 days. The patient experienced a loss of therapeutic effect and swollen hand. The patient could hardly touch anything. The status lights were assessed on the patient programmer. All three green lights were on, but the patient did not feel any stimulation. The patient got triple beeps both increasing and decreasing the amplitude. The device was interrogated and a power-on-reset (por) was noted. The implantable neurostimulator (ins) "just shut off". There was no known emi. The por was cleared and the patient was feeling stimulation like before.